Event description:
It was reported by the vad/tx coordinator that the patient experienced electrical fault alarms. Log files sent to engineering, >20 electrical fault alarms noted. Patient was prepped with heparin clinical engineering performed driveline cleaning. Once cleaning completed and controller was exchanged. Patient was awake and alert during the cleaning. This is report 2 of 2.

Manufacturer narrative:
The reported electrical faults was confirmed with review of the log files. The pump and driveline remain implanted. The controller passed functional testing but fails visual inspection. The reported contamination seen with driveline cleaning was confirmed; contamination was observed on the returned controller driveline. The electrical fault alarms were most likely due to the contamination of the driveline connector by foreign material. Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01033 and 3007042319-2015-01034) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Per the instructions for use (IFU): patients are instructed to always investigate, and if possible, correct the cause of any alarm. Silencing an alarm does not resolve the alarm condition. An electrical fault is a fault in the continuity of the pump to controller electrical connection triggers this alarm. The fault could be in the hvad® pump motor, driveline and connector, or within the controller. The audio portion of this alarm can be permanently disabled via the monitor. When this alarm condition occurs, the hvad® pump will be running on a single stator and will consume slightly more power. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. The IFU and patient manual also includes a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-01033 and 3007042319-2015-01034) submitted for devices related to the same event.